Event description:
It was reported that at the patient's routine follow up appointment, the pacemaker was found to have triggered elective replacement indicator (eri) and the battery voltage was listed as "not available". A measurement lock-up eri was confirmed. The device was set back to the previous parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated was indicated as time of elective replacement indicator occurred on (B)(6) 2011. The save to disk file shows battery voltage was 1.2 volts, battery impedance approx 244 ohms.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.